Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
On 26sep2021 the family of the user reported that the position of the device has changed and now protrudes more outwards. The family is not able to visit the clinic due to the pandemic and lockdown. Revision surgery may be considered when the lockdown is removed.

Manufacturer narrative:
Additional information: according to the information received from the field the device migrated from its intended position post-implantation. However it is reported that the hearing performance is good. The device remains implanted and in use. This is a final report.

Event description:
The family of the user reported that the position of the device has changed from above the helix to under and protruded more outwards. As per additional information received in november, the user is improving her hearing perception with the device and measurements showed a working implant. Reportedly, the implant position did not change compared to previous observations. No further checks or re-implantation is currently planned.